Manufacturer narrative:
Additional information was received that indicates this event does not meet serious injury or malfunction reporting criteria. The event therefore is not reportable.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device was not providing sufficient power to the handpiece and then the unit shut down completely. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.